Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the hospital after receiving inappropriate shocks. Upon interrogation the device was in backup vvi mode. A device image not was sent for further investigation. A device download was performed successfully.